Event description:
It was reported that during an unknown procedure, there was an incomplete staple line. After un-stapling without difficulty, the staple line was incomplete. It lacked staples on the right side of the rectum. The staple line was completed by manual sutures. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.